Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device were not aligned. A new device was used to complete the procedure. There was no patient impact.

Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). (B)(4). Bent shaft. The analysis results for the device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. However, no anomalies were found with the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.